Event description:
Pt underwent an arthroscopic repair of a right rotator cuff tear. Simple mattress fashion suturing was done with the scorpion suture passer. Needle tip broke off. Surgeon able to retrieve the needle which was about a 2 mm piece. Post operative x-ray did not show any metal in the shoulder. Case delay of approx 20 minutes. Needle changed out and the scorpion was used again without issue. Pt tolerated the procedure well and taken to recovery room in stable condition.